Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that three cutters were not cutting before vitrectomy surgery. The aspiration condition was unknown. The surgery was completed on the same day after replacing the pack with another one. There was no patient impact. This report pertains to 2 cutters from same lot number involved in this event.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. Two opened probes were received, with a tip protector, in a tray, for the report. Sample 1: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample 2: the sample was visually inspected and found to be nonconforming with inner cutter in the port and orange/brown foreign material on the port face, welded cap and inner cutter. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in b.2., b.5., h.6. And h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received and reported that the aspiration condition of cutter was normal. The surgery was aborted and the patient's eye was patched.